Manufacturer narrative:
Concomitant medical products: evolutpro-29-us valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post implant procedure intermittent undersensing was noted on the right atrial (ra) lead on current electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.